Event description:
The customer contact reported air in the tubing distal to the soluset. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the soluset emptied and air was reported distal to the soluset. It was reported that the line was clamped. No air was delivered to the pt. There were no reported adverse pt effects. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain additional info.

Manufacturer narrative:
The customer indicated the device was discarded. Package labeling states: "note: no automatic burette shutoff."